Event description:
Star total ankle replacement sliding core mobile bearing was exchanged due to cracked implant.

Manufacturer narrative:
Company report form notes the sliding core mobile bearing was cracked. There were no deviations reported in the DHR for part no. 400-140, lot no. 0933081. All released parts were within specification.